Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for wife via phone call for high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer states that she has had issues with her reservoirs. Customer states that when she checked the reservoir she found insulin at the end and is having a high blood glucose. Customer states the reservoir was used. Customer states the location of the leak is 2nd o-ring . Customer states there is no visible fluid . Customer states the leak is past 2nd o ring. Customer declined high blood glucose troubleshoot for high blood glucose. Customer reports a high blood glucose due to leaking reservoirs. The reservoirs will be returned for analysis but insulin pump was not.